Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h6: investigation summary = background: 03/16/2020: updated ed: it was reported that on (B)(6) 2020, during lumbar hardware removal and reinstrumentation. The surgeon was removing unknown hardware, 2 screwdriver tips broke while using our evolution srb removal set. The surgeon was instrumentation and one of our expedium t20 drivers broke inside the screw. All pieces were removed. The procedure was successfully completed with a 10-minute surgical delay. The patient outcome is unknown. Concomitant device reported: screw remover, broken (part# rs2013543, lot# 686644e13, quantity 1). This complaint involves four (4) devices. Investigation flow: damage visual inspection: the unk screw was returned and received at us cq. Upon visual inspection, the device was received assembled with the screw remover (part# rs2013543, lot# 686644e13, quantity 1) and no signs of broken were observed on the returned screw. The proximal threads of the device were observed to be deformed consistent with the usage of screw removal. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review due to the unknown part/lot number and the manufacturing-related potential cause was not suspected, no document/specification review was performed on the returned unknown screw. There were no signs of broken observed with the returned screw. Investigation conclusion the complaint condition was un-confirmed for the unknown screw. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as february 10, 2020 but should have been march 24, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: screw remover, broken (part# rs2013543, lot# 686644e13, quantity (B)(4)).

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during lumbar hardware removal and re-instrumentation, the surgeon was removing unknown hardware when two screwdriver tips broke. This occurred when using the evolution srb removal set. The expedium t20 drivers broke inside the screw. All pieces were removed. The procedure was successfully completed with a ten (10) minute surgical delay. Patient outcome is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1); hexlobe driver, male (part # hd203t20, lot # unknown, quantity 1); hexlobe x20 (part # cd101019, lot # unknown, quantity 1). This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).